Manufacturer narrative:
Concomitant medical devices:5076-52, lead, implanted: (B)(6) 2015; unk-lead implanted: (B)(6) 2004; 3708360 neuro extension implanted: (B)(6) 2007; 3888-45, pain stim lead, implanted: (B)(6) 2012; 3888-45 pain stim lead implanted: (B)(6) 2012; 3708240, neuro extension, implanted: (B)(6) 2012; 97715 pain stim ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "new onset fast" palpitations. The right ventricular (rv) lead exhibited rapid pacing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.